Manufacturer narrative:
B3: date of event: aware date was used as event date as actual event date was not known.

Event description:
It was reported implant movement/shift and implant did not seal occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged following the procedure. On (B)(6) 2026, at a routine follow-up, computed tomography (CT) imaging confirmed the device shifted in position from the time of implant. The mitral shoulder dropped under the ostium below the mitral annulus and rotated on the coumadin ridge side. A transesophageal echocardiography (tee) was ordered and confirmed a 3 to 4mm leak on the mitral side, and 2mm leak on the pulmonary vein side. The patient will remain on their oral anticoagulant medication.